Event description:
Pedals are labeled incorrectly, cut pedal has "coag" label, and coag ledal has "cut" label. This was discovered when the new equipment arrived at surgery and was being tested. Not ever used during a procedure